Manufacturer narrative:
The customer¿s report of an error 240.4150 alarms was not replicated; however channel error code 240.4150.0 alarms were identified. Physical inspection of the device noted yellow discoloration on membrane frame. Small amounts of rust and contamination was observed on latch hook. No other issues or anomalies were noted. Analysis of the pump module error log shows the presence of 3 occurrences of a channel error 240.4150.0. The errors were between (B)(6) 2015. Asm analog sensor test results functional testing was performed and noted the device bottle side pressure sensor to be in specification. However, the presence of channel errors 240.4150.0 was recorded on the error log confirming the bottle side pressure sensor experiencing signs of failure. The proximate cause of the customer¿s experience of error code alarms 240.4150 is believed related to a faulty pressure sensor.

Event description:
The customer reported an error code: 240.4150 while infusing on a patient.